Event description:
It was reported that following a lead replacement procedure (MFR. Report number: 3006630150-2023-01745), the patient experienced a local anesthetic reaction leading to body tremors. The physician administered an antigen and patient quickly recovered. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7081255.